Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend instrument associated with this complaint and completed investigations. The reported issue with the instrument could not be replicated nor confirmed. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests on 3 of 3 attempts. The instrument was recognized by the e100 and generator. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the seal and cut tests on 3 of 3 attempts. No error displayed in logs. Additionally, the instrument is found to have a dislodged retaining c ring at the wrist bearing. The ring is attached to the housing. The instrument housing was removed and found the instrument wrist bearing not properly seated at the back end. The snake wrist bearing appears to be dislodged.

Event description:
It was reported that the vessel sealer extend generated an error code. There was no reported injury.